Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low blood glucose while using the ilet and called for assistance to pause insulin; the agent guided the user through the device menu to pause insulin, and the user reported a blood glucose of 67 mg/dl and ingestion of honey and gummies, with the device providing low-glucose alerts. Symptoms included shakiness consistent with hypoglycemia. Outcomes included self-management without medical intervention or assistance and no hospitalization. Investigation included troubleshooting and user education conducted by support personnel. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device malfunction identified based on the user¿s ability to pause insulin and receive alerts. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.